Manufacturer narrative:
This report is submitted on september 5, 2023.

Manufacturer narrative:
This report is submitted on july 28, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to "unknown reason". Additional information has been requested but has not been made available as of the date of this report.